Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received nine appropriate treatments, three inappropriate treatments, and a non-lifevest defibrillation. The device was started up at 14:23:42 on (B)(6) 2024. At 16:38:58, the patient received the non-lifevest defibrillation. Rhythm at the time of the non-lifevest defibrillation was idioventricular rhythm @ 80 bpm with CPR/motion. Post shock rhythm was asystole with CPR/motion/tactile artifact. At 16:39:58, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 16:40:13, the patient received the first appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 16:40:53, the patient received the second appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 16:43:07, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 16:40:13, the patient received the first inappropriate treatment. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 16:45:51, an arrhythmia was detected. ECG shows vt @ 140 bpm with CPR/motion artifact. At 16:40:13, the patient received the third appropriate treatment. Rhythm at time of treatment was vt @ 140 bpm with CPR/motion artifact. Post shock rhythm was vt @ 110 bpm with CPR/motion artifact. At 16:40:13, the patient received the second inappropriate treatment. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 16:51:13, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 16:51:47, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 16:52:13, the patient received the third inappropriate treatment. CPR/motion artifact and oversensing of cardiac activity contributed to the false detection. Rhythm at time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 16:52:57, the patient received the fifth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 150 bpm with CPR/motion artifact. At 16:56:35, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 16:57:24, the patient received the sixth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 16:58:11, the patient received the seventh appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. At 17:02:08, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 17:03:11, the patient received the eighth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 17:04:55, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 17:05:37, the patient received the ninth appropriate treatment. Rhythm at time of treatment was vf with CPR/motion artifact. Post shock rhythm was obscured due to CPR/motion artifact. The electrode belt was disconnected at 17:23:05 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.